Event description:
It was reported during use that a cardiosave intra-aortic balloon pump (iabp) had a blood back related issue. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Trackwise complaint number: (B)(4). Internal autonumber: (B)(4). This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4). It was reported that a cardiosave intra-aortic balloon pump (iabp) had a blood back related issue. The getinge field service technician (fse) arrived on site and found blood in the pim unit, the fse then cleaned the blood in the machine catch basin, and replaced the pneumatic module assy, rohs (0997-00-1178). The fse performed all functional testing and safety checks to factory specifications. The unit passed all functional and safety tests per factory specifications, the unit was returned to customer and cleared for clinical use. No patient harm, serious injury or adverse event was reported.